Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the battery on the insulin pump is only lasting 2 or 3 days. The customer stated that sometimes the insulin pump will turn on until 30 minutes after a battery change and alarm battery out limit. Issue started 4 or 5 months ago. The customer was advised that battery out limit alarm should occur when battery was out of the device for longer than allowed. Customer's blood glucose value was high at 496 mg/dl; treated with the insulin pump. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot. No unexpected ramping numbers noted.